Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 264 mg/dl, which was treated with a manual injection. Upon troubleshooting, it was found that the insulin pump had a protruding drive support cap. The customer also noted that he was stuck in the prime screen and was unable to get the settings out from his insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.